Event description:
Additional information received identified that surgical intervention was undertaken on (B)(6) 2019 wherein the entire system was explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2019-07749. It was reported that patient was receiving a low battery message and eventually lost therapy due to ipg going dead. Reportedly, patient lost therapy thirty days after system was implanted. Surgical intervention may take place to explant the entire system.